Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / lodged in uterus / expulsion of essure device') in a 29-year-old female patient who had essure (batch no. A66680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding. Concomitant products included celecoxib (celexa) since 2013, nsaids and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/pain pelvic/chronic"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital hemorrhage ("general abnormal bleeding"), infection ("infections"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy: rash / tiny red bumps on swollen face"), skin disorder ("skin condition"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge/vaginal drainage"), headache ("headaches"), proctalgia ("rectal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (unilateral salpingectomy - left fallopian tube). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, genital hemorrhage, pelvic pain, infection, menstrual disorder, vaginal hemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, skin disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, headache, proctalgia, dyspareunia, migraine, allergy to metals and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital hemorrhage, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, proctalgia, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: on the right side, it is noted to be slightly coiled back on to itself and seven coils were noted inside the uterine cavity, the same procedure was done at the left tubal ostia. On this side four coils were noted inside the uterine cavity after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. The doctor said that both fallopian tubes were blocked successfully. Imaging procedure - on (B)(6) 2013: results: bilateral occlusion. Ultrasound scan - on (B)(6) 2013: vaginal ultrasound showed position: midline endometrial lining: .88 cm uterus: l: 9.60 cm; h: 4,65 cm; w: 6,03 cm estimated uterine volume: 140.9 ml right ovary: normal; 3.00 cm by 2.63 cm by 2.22 cm; normal consistency; 9.2 ml left ovary: normal; 4.58 cm by 2.81 cm by 2.b2 cm; normal consistency I 19.0 ml uterine cavity: normal fallopian tube findings: normal· essure coils noted bilaterally cul de sac: no fluid present presence of fibroids: negative comments: uterus seen wnl essure coils noted bilaterally. Bilateral ovaries seen within normal limit. Lot number: a66680. Manufacturing date: 2012-11. Expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / lodged in uterus / expulsion of essure device') in a 29-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding. Concomitant products included celecoxib (celexa) since 2013, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/pain pelvic/chronic"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), infection ("infections"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash papular ("allergy: rash / tiny red bumps on swollen face"), skin disorder ("skin condition"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge/vaginal drainage"), headache ("headaches"), proctalgia ("rectal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (unilateral salpingectomy - left fallopian tube). Essure was removed on(B)(6) 2020. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, abdominal pain, back pain, rash papular, skin disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, headache, proctalgia, dyspareunia, migraine, allergy to metals and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, proctalgia, rash papular, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on the right side, it is noted to be slightly coiled back on to itself and seven coils were noted inside the uterine cavity, the same procedure was done at the left tubal ostia. On this side four coils were noted inside the uterine cavity after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. The doctor said that both fallopian tubes were blocked successfully. Imaging procedure - on (B)(6) 2013: results: bilateral occlusion. Ultrasound scan - on (B)(6) 2013: vaginal ultrasound showed position: midline endometrial lining: .88 cm uterus: l: 9.60 cm; h: 4,65 cm; w: 6,03 cm estimated uterine volume: 140.9 ml right ovary: normal; 3.00 cm by 2.63 cm by 2.22 cm; normal consistency; 9.2 ml left ovary: normal; 4.58 cm by 2.81 cm by 2. B2 cm; normal consistency I 19.0 ml uterine cavity: normal fallopian tube findings: normal· essure coils noted bilaterally cul de sac: no fluid present presence of fibroids: negative comments: uterus seen wnl essure coils noted bilaterally. Bilateral ovaries seen within normal limit. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received: case become incident. Lot number, events: tiny red bumps on swollen face, migraines / headaches, nickel allergy were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding. Concomitant products included celecoxib (celexa) since 2013, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/pain pelvic/chronic"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("allergy: rash"), skin disorder ("skin condition"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge/vaginal drainage"), headache ("headaches"), proctalgia ("rectal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, abdominal pain, back pain, rash, skin disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, headache, proctalgia and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, pelvic pain, proctalgia, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on the right side, it is noted to be slightly coiled back on to itself and seven coils were noted inside the uterine cavity, the same procedure was done at the left tubal ostia. On this side four coils were noted inside the uterine cavity after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion the doctor said that both fallopian tubes were blocked successfully. Imaging procedure on (B)(6) 2013: results: bilateral occlusion. Ultrasound scan on (B)(6) 2013: vaginal ultrasound showed position: midline endometrial lining: .88 cm uterus: l: 9.60 cm; h: 4,65 cm; w: 6,03 cm estimated uterine volume: 140.9 ml right ovary: normal; 3.00 cm by 2.63 cm by 2.22 cm; normal consistency; 9.2 ml left ovary: normal; 4.58 cm by 2.81 cm by 2.b2 cm; normal consistency I 19.0 ml uterine cavity: normal fallopian tube findings: normal· essure coils noted bilaterally cul de sac: no fluid present presence of fibroids: negative comments: uterus seen wnl essure coils noted bilaterally. Bilateral ovaries seen within normal limit. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new events abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, allergy: rash/skin condition, perforation: uterus, bladder infection, uti, vaginal infection, vaginal discharge, hormonal changes, headaches, rectal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.